Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: returned product consisted of a avx catheter system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx thrombectomy set was selected for a thrombectomy procedure in arm dialysis fistulas/grafts that were clotted. The device was primed successfully. Aspiration was initiated inside the body. However, it was noted that leaking at the connection area of the saline to the pump occurred and a "check saline supply"error message was displayed. Aspiration stopped and the catheter was reset but the error keeps displaying until the catheter is replaced. The procedure was completed with another angiojet catheter. There were no patient complications. The patient left with working dialysis fistulas/grafts.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in arm dialysis fistulas/grafts that were clotted. The device was primed successfully. Aspiration was initiated inside the body. However, it was noted that leaking at the connection area of the saline to the pump occurred and a "check saline supply"error message was displayed. Aspiration stopped and the catheter was reset but the error keeps displaying until the catheter is replaced. The procedure was completed with another angiojet catheter. There were no patient complications. The patient left with working dialysis fistulas/grafts.